Event description:
Patient called lfs in 2003 alleging the induo meter's test would not start. The patient did not experience any symptoms. No adverse event reported. The issue was not resolved. No further inforamation was provided.